Event description:
It was reported that high impedance was found upon interrogation of the patient's device, but that further diagnostic testing was normal. It was reported that a session report was later reviewed which showed that the high impedance was not above normal levels. A review of device history records for the lead shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Manufacturer narrative:
Conclusions; corrected data; supplemental MDR #2 inadvertently omitted information that was known prior to submission.

Event description:
A session report was received which revealed that system diagnostics results were normal and that lead impedance was within normal limits. No additional or relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2018 via physician notification letter.

Event description:
Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Manufacturer narrative:
H4, corrected data: supplemental report 2 inadvertently did not update the manufacturing date after the suspect device change.

Event description:
Additional diagnostic information was received.